Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin net. It was noted that the right ventricular lead exhibited noise, low pacing impedance and r-wave amplitude variation. No intervention was performed. Patient status was not reported.